Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brushhead sheared off in his mouth / broken head [device breakage]. No adverse event [no adverse event]. Case description: a wife reported that her husband of unspecified age was cleaning his teeth with an oral-b rechargeable toothbrush, version unknown and the oral-b brushhead, version unknown sheared off in his mouth. She noted that this had given him quite a shock as he had thought that a crown had broken off or more seriously an implant. She stated that if he had been cleaning his back teeth this could have led to him choking. She explained that this brushhead was one of a 4 value pack and she had retained the broken brushhead. No symptoms developed.